Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture, exposure.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown, exposure, change in color, rupture and pain". This record is for the left side. The device has been explanted.